Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had been off of the insulin pump therapy for one month. Within ten days, the customer had two diabetic ketoacidosis because of kinked cannulas. The first time, the customer inserted the infusion set prior to going to bed and woke up with blood glucose of over 500 mg/dl. They were rushed to the hospital where they stayed for three days. After being released, the customer inserted another infusion set and it kinked as well, which caused the customer to go into diabetic ketoacidosis, again. The customer was in the hospital for another two days. The customer discontinued the use of the insulin pump. Nothing further was reported.